Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an implant attempt of the subject pacemaker, connection problems were incurred in the ventricular channel. The physician indicated that after full insertion of the lead and tightening of the set-screw ventricular pacing spikes could not be observed. Furthermore, the lead could be removed by pulling. Reportedly, the lead was reconnected and the impedance measured on the lead by the pacemaker was >3000 ohms. Another pacemaker was subsequently implanted instead.